Event description:
It was reported to us that the customer found legionella in the bath system and that the source of the legionella was the facility pipes. The bath tubes will be changed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). The manufacturer's investigation concludes: we have seen (B)(4) similar reports. While having (B)(4) of baths in the market, we consider the trend to be low. We have not received any reports of serious injury or death. The root cause is as stated by the technician that legionella has been found in the facility pipes. We considered it highly unlikely that the legionella contamination would originate from the bath system, but rather from the facility pipes. It is reasonable to suggest that either the hot water temperature at the facility is to low or that the cold water temperature is too high, which has caused the bacteria to grow within the facility pipes. The legionella bacteria is common in watercourses in low concentrations. It grows with time in water temperatures between 20 degrees celsius and 45 degrees celsius. When eliminating legionella bacteria, time is important. If the temperature of hot water installation is 50 degrees celsius, it takes between five and 10 hours to kill 90 percent of the bacteria. At a water temperature of 60 degrees celsius, the corresponding time is less than 10 minutes and at temperatures of 70 degrees celsius, 90 percent die in less than 10 seconds. The system 2000 bath is designed in a way that prevents stagnant water being left in the pipes giving bacteria, such as legionella, a possibility to grow. The hydromassage system is self draining leaving only 8 ml of water in the pump. Our bath systems are also designed according to (B)(4) to inhibit growth of microorganisms. The design is verified and certified by (B)(4). The instructions for use (IFU) also recommends the customer to take precautions to prevent microbiological formation: microbiological formation prevention. In order to enhance the onsite curative actions (chlorine or thermal shock), which do not guarantee a reduction of the contamination long term, make sure to follow the instructions below. Installation precautions. In order to limit the growth of bacterial flora, it is necessary to take action at four levels: avoid stagnating water and ensure proper water circulation; take precautions against the formation of scale and corrosion based on the water quality; maintain a high water temperature from production to the different distribution circuits; mix hot and cold water as closely as possible to the point of use. Use: make sure that the water circulates in the bath and the shower on a daily bases even if the bathtub is not used; and in particular to make sure to remove any water that may be left behind in the hose. Let the water flow approximately 5 minutes before the first bath of the day. Clean and disinfect the bathtub according to this IFU before the first bath of the day and after the bath of each resident. Do not forget to contact arjohuntleigh for the annual preventative visit. In the installation manual for system 2000 under "water supply requirements", a water temperature above 60 degrees celsius is recommended. If the recommendations in the IFU is followed and the hot and cold water temperature is under control it is unlikely for legionella to be found in the bath. It is strongly recommended that the facility controls its hot and cold water temperature and makes sue that it is hot/col enough to eliminate microbiological growth. It is also recommended that the bath is installed and maintained according to the recommendations in the instructions for use. No further actions will be taken at this stage. The trend will be followed.